Event description:
On the ICD exchange operation, no abnormal data was found when psa checking. But,the lead impedance was over 3,000ohm after connecting the new ICD (from 7273 to (B) (4)). Blood fluid obstruction was found in connector pin. It was further reported that rv grommet surface damage was observed. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Rv surface grommet damage was also observed.